Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of greater than 200 ohms. It was noted that there was an increase approximately 5 months prior. Technical services (ts) noted physician discretion whether a commanded shock should be performed. This rv lead remains in service. No adverse patient effects were reported.